Manufacturer narrative:
Investigation into this event found no evidence that either the eci instrument or the anti-hbs reagent pack malfunctioned. Further investigation to determine the presence of a possible interferent continues. The customer did not believe that a positive ahbs result is consistent with the patient status of chronic hbv infection. The root cause of the potential positive ahbs result is unknown.

Event description:
A customer observed repeatable reactive ahbs result from two patients. The samples tested negative for ahbs using an alternative assay. False positive results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.